Event description:
Customer reported he was hospitalized for low blood glucose. The customer could not remember the blood glucose at the time of admission. He also could not remember the date of hospitalization. The customer also stated his blood glucose reached a low where he became unresponsive. He was treated with a glucose IV. The customer stated he may have been hospitalized because he had taken additional insulin with a syringe. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.